Event description:
No additional information received from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the device evaluation and the final investigation. Following field was update: d9, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was not confirmed. The root cause could not be identified. Based on the results of the investigation, the reported problem was not detected. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the flex deflectable videosope had red spots in the image. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.